Manufacturer narrative:
The mega suturecut needle driver involved has been requested to be returned for analysis, but it has not been received. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the product is returned and analyzed and/or if additional information is received. System log review confirmed that the mega suturecut needle driver with part # 471309 was last used on 3/4/2022 on system (B)(4 )with 11 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: a member of the sterile processing department (spd) discovered that one of the jaws was missing from the mega suturecut needle driver instrument after a procedure. An x-ray revealed that the fragment had fallen inside the patient during the procedure that had been performed. The fragment was successfully retrieved from the patient's anatomy in a subsequent surgical procedure. At this time, the cause of the instrument breakage remains unknown.

Event description:
It was reported that after a da vinci-assisted ileostomy takedown procedure, a member of the sterile processing department (spd) discovered that one of the jaws was missing from the mega suturecut needle driver instrument. An x-ray was performed on the patient that had undergone the procedure, and the missing jaw was identified to be inside the patient's anatomy. A second, open procedure was being planned to remove the retained fragment. Intuitive surgical inc. (Isi) followed up with the customer to request additional information related to the event. The instrument breakage and subsequent fragment falling inside the patient was not identified during the procedure. The fragment was successfully retrieved during an additional open surgical procedure on an unknown date. The patient has not returned due to any post-operative complications.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.32" x 0.125" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.